Event description:
It was reported the patient had onset of aspiration pneumonia on (B)(6) 2011. The patient had a fever of 38 degrees and was started on antibiotics the next day. Additional information reported after the patient developed pneumonia, oral ingestion was terminated and gastronomy tube feeding was initiated. Antibiotic administration was continued up until (B)(6) 2011 and the patient recovered on (B)(6) 2011. The patient¿s condition had shown good progress and the patient was ¿cured.¿ the event was noted as unrelated to the drug, catheter, pump, programmer or procedure. On (B)(6) 2012 the patient had a fever of 39 degrees celsius. Administering a dose of adefuronic suppository via anal insertion alleviated the fever and the clinical course was observed. Three days later, the patient¿s blood was tested and showed a decrease in iron, creatinine, total cholesterol (t-cho), cholesterol, albumin (alb) and increased blood sugar, white blood cell count, neutrophil (neut), turbidity, protein, ketone bodies, occult blood and bilirubin. In the thoracic ¿xp¿ and CT, bilateral pleural fluid retention and invasion images were observed. Administration of an antibiotic was initiated. The next day a fever of 40 degrees celsius was observed. On (B)(6) 2012, the antibiotic was changed. The patient¿s blood was tested and showed decreased chloride, creatinine, uric acid (ua), total cholesterol (t-cho), cholesterol, total protein (tp), albumin (alb), total bilirubin (t-bil), red blood cell count, hemoglobin, hematocrit, lymphnode and increased iron, blood sugar, neutrophil (neut) and monocyte ( mono). The patient¿s blood pressure suddenly dropped two days later and a respiratory pause was observed. The patient died. It was reported on the date of death, the patient¿s condition changed suddenly and the patient passed away suddenly from respiratory failure. Through administration of antibiotics, blood testing revealed a tendency of improvement in the inflammation, however, the patient lapsed into shock suddenly and the patient¿s life could not be saved. It was reported that lab results showed decrease in chloride, creatinine, triglycerides (tg), cpk(creatine phosphokinase), red blood cell, hemoglobin and hematocrit, lymph and increase in c-reactive protein (crp), potassium, blood sugar and neutrophil (neut). It was reported there might be no causal relationship between the pneumonia and the intrathecal baclofen therapy. The pump was being used to deliver gabalon.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).